Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration/migrated implant"), genital haemorrhage ("unusual bleeding") and back pain ("back pain") in an adult female patient who had essure (ess205) (batch no. 624103, 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "second essure device deployment was difficult". The patient's medical history included skin disorder (when (B)(6)), itchy skin, swelling nos, back surgery and bipolar disorder in 1990. On an unknown date plaintiff underwent a hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Patient underwent dye test for essure confirmation. Approximately (B)(6) 2007, plaintiff states it was a dye test, plaintiff states she had the conversation with physician where. Previously administered products included for an unreported indication: penicillin and aspirin. Past adverse reactions to the above products included pharyngeal oedema with aspirin; and urticaria with penicillin. Concurrent conditions included ear infection since (B)(6) 2016. Concomitant products included fluoxetine hydrochloride (prozac), loratadine, pantoprazole (protonix) and salbutamol (albuterol). In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain from migrated implant/pain/pain from migrated implant/pain/pain from migrated implant/pain") and allergy to metals ("allergy to nickel/allergy to nickel/nickel allergy") with swelling, skin disorder and pruritus generalised. In (B)(6) 2008, the patient experienced back pain (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower, dysmenorrhoea ("sever menstruation pain"), menstruation irregular ("irregular periods/unusual periods/unusual periods") and abdominal pain ("abdominal pain stabbing"). The patient was treated with ibuprofen and surgery (recurrent back surgery). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, back pain, dysmenorrhoea and menstruation irregular had not resolved and the genital haemorrhage, abdominal pain, pelvic pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to remove the essure device. Plaintiff experienced swelling, bumps, and itchiness all over her body within 3 months of having the essure implanted, approximately (B)(6) 2007. Lot number: 624097, MFR date: mar- 2007, exp date: feb-2009. Lot number: 624103, MFR date: apr-2007, exp date: mar-2009. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received, events per pfs: unusual bleeding added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.